Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system¿s acquisition monitor display was blank. Upon functional testing, the fse found that the loose connection from dvi to lan convert 5-volt connector at the back of the monitor. The fse reseated the monitor lan cable connection. After reseating the monitor lan cable connection, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Conclusion code was corrected.

Event description:
It was reported to philips that the acquisition monitor display is blank. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and reseated the monitor lan cable connection. The device was returned to expected functionality.